Event description:
It was reported that before an unk procedure, the packaging has strange bubbling that almost appeared wet, but upon opening it was not. No delay or patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 915d00. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 915d00 / 13gcr40b, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was sterility compromised as a result of the packaging damage? Please share more specific details regarding the nature of the damage encountered. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.